Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. We investigated the instrument and the broken segment optically. We did not find any signs of excessive force. Conclusion and root cause: the root cause of the problem is most probably design related. Rational: there are no hints of pre damage or similar. Without further knowledge about the circumstances, we assume that the gap between the parts is not optimized for soldering. A design change for this issue is planned in october 2017.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). The instrument was broken / fractured during the surgery, at the moment when it was placed on the patient's field. There was a 15-20 minute surgical delay. No harm to the patient reported.